Event description:
Bayer case number: (B)(4). Fatigue, anxiety, depression, mood swing, dry mucous membranes, joint pain and loss of libido. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("fatigue") in an adult female patient who had essure inserted (lot no. C13145) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fatigue (seriousness criterion medically important), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swing"), mucosal dryness ("dry mucous membranes"), arthralgia ("joint pain") and loss of libido ("loss of libido"). At the time of the report, the outcomes for fatigue, anxiety, depression, mucosal dryness, arthralgia and loss of libido were unknown. No causality assessment was received for essure with regard to anxiety, depression, mood swings, fatigue, mucosal dryness, arthralgia or loss of libido. The reporter commented: patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Fatigue [fatigue] anxiety [anxiety] depression [depression] mood swing [mood swings] dry mucous membranes [mucosal dryness] joint pain [joint pain] loss of libido [loss of libido] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-jan-2025. The most recent information was received on 19-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("fatigue") in an adult female patient who had essure inserted (lot no. C13145) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fatigue (seriousness criterion medically important), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swing"), mucosal dryness ("dry mucous membranes"), arthralgia ("joint pain") and loss of libido ("loss of libido"). At the time of the report, the outcomes for fatigue, anxiety, depression, mucosal dryness, arthralgia and loss of libido were unknown. No causality assessment was received for essure with regard to anxiety, depression, mood swings, fatigue, mucosal dryness, arthralgia or loss of libido. The reporter commented: patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-feb-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report